Event description:
Reportedly, the programmer froze several times during the follow-ups performed on (B)(6) 2013. An analysis is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis pending.